Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that the equipment was "resetting" on and off. There was no patient involvement.